Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 50 mg/dl, and the meter bg reading was 650 mg/dl. As a result of the inaccuracy, the customer experienced a high bg. The customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU). The customer received intravenous fluids of saline and insulin to address the bg. The customer was released from the ICU on (B)(6) 2021 with no permanent damage, and the issue resolved. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.